Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a study patient in the (B)(6) who was receiving unknown baclofen via an implantable pump. The lot number was not known. It was reported that the patient had developed a pump pocket seroma (liquor) resulting in an unscheduled clinic/office visit. The oedema was liquor as laboratory tested on (B)(6) 2016. The most recent programming date from the most recent refill prior to the event was (B)(6) 2016. The programming time from most recent refill prior to event was unknown. Interventions included decreasing the itb on (B)(6) 2016. The outcome was reported as ongoing. The relationship of the event to the device or therapy and implant procedure was noted as possibly related. Additional information received on 2016-jun-16 indicated that the event occurred on (B)(6) 2016 and was possibly related to device/therapy and implant procedure, specifically the surgery/anesthesia. As an intervention, the itb was decreased to prevent an overdose of baclofen, there was also a planned reoperation to check the problem. The clinical diagnosis was described as "liquor was found inside de pump pocket seroma".

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# b0160278k, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter (lot# b0160278k) found the pump connector had a broken suture ring. The catheter was received with the suture ring detached/broken off the pump connector. (B)(4).

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 125 mcg/day via an implantable pump. It was reported that a patient experienced increased spasms. On (B)(6) 2014 there was a regular replacement of the pump; the existing catheter was reconnected. On (B)(6) 2016 there was swelling/fluid around the pump. After it was examined, it turned out to be cerebrospinal fluid. The hcp was thinking there was a liquid leakage. At the end of (B)(6), there was increased spasms. The daily dose was gradually reduced from 400 mcg/day to 125 mcg/day. The patient received oral supplementation. At the end of september during a follow-up visit, the hcp noticed that the catheter was positioned on top of the pump, which was not observed before. A revision was scheduled. The catheter was disconnected from the pump and the proximal segment lay loose over the pump. The total catheter was replaced. The issue was resolved. The patient had progressive multiple sclerosis and bad cognition, so it was difficult to assess the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, lot#: 0211569099, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2016 which indicated that the event date was now (B)(6) 2016. The patient was seen at the daycare centre for refill of the pump there it was noticed that patient complained about the pocket. As previously reported the pump pocket has a seroma (liquor). There was decided to do an intervention, a punction from the pocket on (B)(6) 2016 (previously reported as laboratory tested). On (B)(6) 2016 the lab results showed that it was liquor. The clinical diagnosis was implant site oedema. Decreasing the dose of baclofen was the first step of the treatment. During the revision, cleaning the pocket because of the fluid/liquor occurred and a device diagnosis was made as the catheter disconnection at the pump was observed. The event resulted also resulted in in-patient hospitalization. On (B)(6) 2016 explant/replacement of the catheter occurred and a new catheter was implanted. The catheter was being returned. In regards to the seroma possibly being related to the implant procedure the ¿entire catheter¿ was now reported. In regards to the catheter disconnection it was also reported that this event was related to the device or therapy, entire catheter, but not related to the implant procedure. On (B)(6) 2016 the drug was baclofen 2000 mcg/ml at 125.3 mcg/day and was changed to a 23% to 96.1 mcg/day. The catheter information was provided. The outcome was updated from ongoing to now resolved without sequelae on (B)(6) 2016.